Manufacturer narrative:
(B)(4). Photographic analysis: the photo provided shows tissue with unformed staples present. Based on the picture alone the event is confirmed, however there is not enough evidence to determine a root cause. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? Were there any patient consequences?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the procedure completed? Were there any patient consequences? Response received: the procedure was completed and I do not know if any patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the device (plee60a) involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Reload ¿ gst60t lot # n4m939 expiration date: 10/31/2019 certification date: (B)(6) 2016 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: some of the staples were in b form but were not compressed adequately and some were not formed at all.

Event description:
It was reported that during a bariatric sleeve procedure, on the second firing, the device only laid down one row of staples. The rep reports the physician states she did not have room to oversew or fire another stapler. Csa called hospital to or desk. Transferred into or room, spoke with dr. Who reported that the case was complete.